Event description:
It was reported that the device was used during a laparoscopic vaginal hysterectomy procedure. The device closed on a vessel and would not fire or release. Unknown how the device was removed. No other information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
It was reported that during a cholecystectomy procedure, the device jaws didn't open after firing and in the other device, one clip was stuck in the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information received on 11/16/2009: (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device b batch # f9hk18; mfg date: 9/26/2009, exp date: 8/26/2014. Sticking jaw/cam the analysis results found that device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. No firing/feeding or opening issues were noted during evaluation. The analysis results found that device (b) was received in good visual condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. A batch record review was performed and no anomalies were found during the manufacturing process.